Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the automatic repair screen was appearing continuously and the device was showing as offline. The field service engineer fse troubleshot the issue related to the unit not booting up reimaged the unit and updated all system components. The device was rebooted and successfully tested with the customer. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the automatic repair screen was coming up continually and device shown offline, which located on 111 3b. The customer tried to restart and turned the unit off for 5 minutes and then turned back on but did not work. Additionally, did unplugging the unit and turning it back on also did not work. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.